Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device would not charge and displayed error message code "discharge fault" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.